Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. REASON FOR REOPERATION: DEFLATION.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "NO COMPLAINT". LATER HEALTHCARE PROFESSIONAL REPORTED "SALINE "RUPTURE"". THIS RELATES TO THE RIGHT SIDE. DEVICE REMAINS IMPLANTED

Event description:
Healthcare professional later confirmed that the device was intentionally manually deflated. There is no complaint against the device and this report is no longer considered reportable to the FDA.

Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: B5, D4, E1, E2, E3, G2, H3, H4, H6.

Event description:
PATIENT REPORTED "NO COMPLAINT". LATER HEALTHCARE PROFESSIONAL REPORTED "SALINE "RUPTURE"". LATER HEALTHCARE PROFESSIONAL REPORTED "DEFLATION", "GRADE 1 CAPSULE" AND "GRADE 2 PTOSIS" WHICH IS NOT DEVICE RELATED. PATIENT WAS PRESCRIBED WITH ACETAMINOPHEN AND IBUPROFEN. THIS RELATES TO THE RIGHT SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B2, B5, G2, H6.